Event description:
A false negative advia centaur (B)(6) total result was obtained on a positive pool internal control sample. The customer always runs a positive pool sample for (B)(6). The positive pool sample was tested with a different method and the result was positive.

Manufacturer narrative:
The cause for the false negative (B)(6) total result is unknown. A siemens representative examined the (B)(6) total qc and calibrations. No issues were found. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR on february 19, 2010. (B)(6) 2012: additional information: (B)(6) 2010: the sample is of a patient with a known past infection and not a positive pool internal control sample as was stated in the initial MDR. The customer uses this sample as an additional internal control. (B)(6) for the sample. (B)(6) 2010: the customer sent an aliquot of the patient sample to siemens healthcare diagnostics for further testing. The collective data generated at the customer site and at siemens suggests that the patient sample used as a secondary control by the customer will measure both above and below the assay cut off. The root cause is unknown.